Event description:
Physical therapy was initiating pt treatment on the tilt table. The tilt table was plugged into the outlet. The tilt table's up and down motion was tested and no problems noted. Physical therapy staff transferred the pt from her bed to the tilt table. When the pt reached the tilt table, a loud "pop" was heard. Physical therapy sighted and smelled the smoke. The tilt table was unplugged, flames were seen between the tilt table and the pt's bed. The pt's daughter put a blanket over the flame to smother it while the staff protected the pt's body from the fire. The fire was put out quickly. The pt was transferred back to her bed -the only damage to the pt's bed was the siderail was burnt. The pt was assessed and found to be unharmed. The pt denied any injuries when asked. The tilt table was removed from the room.